Manufacturer narrative:
Additional information was requested and the following was obtained: what method does the surgeon use to connect the 2 stratafix devices together? Surgeon unthreaded two strands of stratafix through adjustable loop rings. Then runs needles through adjustable loop rings to crest one double arm stratafix (does this to create a smaller bundle of suture on the anastomosis). How were the devices knotted together to secure them? Looped together to create double arm stratafix. How does the surgeon place the stratafix during the anastomosis? Starts stratafix on posterior portion of anastomosis and the runs each stratafix anteriorly each side. Where on the anastomosis was the leak? Unknown. Was any testing like urethrogram performed to confirm location of the leak? Yes, leak test preformed while no leak indicated. What confirmation does the surgeon have to determine the knot came un- done? Unknown. Was a second procedure indicated to address the leakage? Unknown. What is the current condition of the patient? Unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: after how long post-op was the leakage noticed? 24-28 hours. How was the suture condition during post-op examination? The surgeon ties two sutures together to make one and then cuts and ties off. Sales rep reports that the surgeon opines that the knot came undone. Were the sutures found broken? No. Were the sutures found intact but pulling out from the tissue? No. What medical/surgical intervention was provided to address the leakage? Catheter was left in for 1 week longer. Was the patient brought back to the operating room for re-suturing? No. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Na. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Na. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. The patient demographic info: age, weight, bmi at the time of index procedure - na. Patient¿s current condition ¿ sales rep will meet with surgeon this week for any update.

Event description:
It was reported that the patient underwent a robotic prostatectomy on (B)(6) 2017 and the barbed suture was used for anastomosis. It was also reported that the surgeon uses strands of barbed suture looped together to make a double armed suture to complete anastomosis. After completing the anastomosis, strands were tied together with two knots. After 24-28 hours after the procedure, post-op leakage from the urethral anastomosis was noticed. The surgeon opined that the knot came undone; the barbed suture did not hold a tissue causing a leak. The patient was released and postoperative care was extended; the catheter was left in for one week longer.